Event description:
A report was received that a pt underwent a pocket revision procedure due to the ipg causing rib pain. During the procedure, the ipg was relocated from the abdomen to the buttocks. The pt is reportedly doing well following the procedure.